Manufacturer narrative:
The esg-100 electrosurgical unit was not returned to olympus for evaluation/investigation since there was no malfunction and the device is still being used by the user facility. Therefore, the exact cause of the patients' outcomes and the reported phenomenon could not be determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the esg-100 electrosurgical unit. The case will be closed from olympus side with no further actions but the reported phenomenon will be recorded for trending and surveillance purposes.

Event description:
Cross-reference to MFR report # 9610773-2016-00051. This is report 1 out of 2. Olympus was informed that during two individual therapeutic endoscopic sphincterotomy (est) procedures performed on the same day, both patients sustained a perforation of the duodenum. No further information was provided and it is unknown if and how the perforations were treated. However, the intended procedures were reportedly completed with the same set of equipment and there was no report of malfunction for any of the medical devices. The patients are currently recovering.